Event description:
Suspected false negative sars result for 1 symptomatic consumer (4 days post onset of symptoms). No confirmatory testing had been completed. The consumer communicated an additional event which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information . Source: phone.